Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# unknown, implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: unknown, (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for unknown indication of use. It was reported that this patient's pump was refilled yesterday in the clinic with a bridge bolus that still had 9 hours remaining of the bb and the pump was being replaced today due to normal elective replacement indicator (eri). The patient was concerned/nervous about anticipating possible withdrawal so the rep was covering all their bases for the pump replacement including aspirating the existing catheter, priming considerations, modified bb, if necessary, etc. The rep stated the patient had an 8709 catheter and the rep had "never successfully aspirated from a 8709 catheter". The rep stated he made that statement in general and that there was no way to review all the specific catheters that had 8709 aspiration issues but that "more times then not" it had been unsuccessful aspirations. The rep had no patient/serial numbers, drug, managing hcp, etc information related to the statement. The hcp stated this patient had no device or therapy issues at this time. No medical symptoms was reported. No further complications were reported. Additional information was received from manufacturer representative (rep). It was reported that there was no specific event that occurred 3 years ago. There were no specific number of occurrences. The catheter not aspirating did not occur with this patient. The rep reported that the 8709 had a reputation of not being able to aspirate. It seemed like they had a tendency to collapse on them self. There were no specific events. Patient name, date of birth and pump serial number were reported. Regarding patient the healthcare professional was able to aspirate the catheter and did the prime. No further complications were reported.